Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the syringe lock came off when pressure was applied to the plunger of a syringe during a procedure. The syringe was replaced and the procedure was completed. The current patient outcome is unknown. Additional information and product sample have been requested.

Manufacturer narrative:
This is the first complaint reported for the reported lot. Review of the device history record (DHR) indicates the order was built to specification. One 3cc syringe was returned for this complaint. The syringe plunger was difficult to move in and out of the syringe barrel due to the plunger sticking to the inside of the barrel. The root cause of the customer's complaint is a change to the supplier's manufacturing process. The supplier added another ring to the syringe stopper (grommet) in late 2014 causing this issue of the plunger stopper to feel harder to push. An action has been opened to address the supplier related issue. The supplier has been notified of this issue and further action has been taken to move to an alternate supplier for 3cc syringes whose product¿s performance is more in line with our customers¿ requirements. Custom paks are now being built with a different suppliers 3cc syringes and sterile replacement 3cc syringes are being sent to customers upon request. Quality assurance will continue to monitor and take action for any future occurrences as deemed necessary. (B)(4).